Event description:
Patient was in the or for a laparoscopic appendectomy. The endo gia stapler device was closed on the appendix as usual, but would not open again. Both the surgeon and the resident attempted to open the stapler without success. Once the stapler was removed, it was set aside along with its original packaging so that the device failure could be reported to the manufacturer. A new stapler was used to complete the procedure and the patient was transferred to the pacu without harm or any event issues.